Event description:
Event description guidant received information that during the implant procedure, this pacemaker's connection was leaking and silicone was used to close the leak. The next day, the right ventricular lead was repositioned for an unknown reason and the pacemaker was removed and replaced. A new device was then successfully implanted.